Event description:
It was reported that the customer's insulin pump was cracked at the bottom and the drive support cap popped off. The blood glucose reading was 431mg/dl, and she was treated with the insulin pump. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.